Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no other devices. There was blood in the lumen. There was a longitudinal tear in the balloon material on the distal end of the balloon, and a circumferential tear 40 mm from the proximal end of the balloon. Due to the condition of the balloon, it was possible to measure the length of the longitudinal tear. No damage or irregularities were noted on markerbonds and proximal bonds. Microscopic examination of the inner revealed that the inner detached 1mm from the distal markerband, with additional buckling damage to the inner material most likely caused by the inner being stretched with high tensile force. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and hematoma occurred. The target lesion was located in the right lower extremity artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured and tore circumferentially. The balloon remained attached to the guide wire and was retrieved by pulling the sheath and the wire simultaneously. The wholes system was taken out of the body. There was hematoma where the sheath was pulled. No intervention was needed to treat the hematoma. The physicians had to access the other side and do more and completed the procedure with a sterling balloon. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and hematoma occurred. The target lesion was located in the right lower extremity artery. A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured and tore circumferentially. The balloon remained attached to the guide wire and was retrieved by pulling the sheath and the wire simultaneously. The wholes system was taken out of the body. There was hematoma where the sheath was pulled. No intervention was needed to treat the hematoma. The physicians had to access the other side and do more and completed the procedure with a sterling balloon. No further patient complications reported.